Event description:
According to our warehouse coordinator, during one s2 nail surgery, the team tried to implant a (B)(4) (lot k642528) nail, but after having some problems, they realized that the nail had a different bending or curve. After realizing this, the team decided to use another nail. At the end, they implant a (B)(4) nail. The nail was compared to another s2 nail. The proximal locking holes had a different position when aligning this nail with the other nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.